Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusions; current bg was 212mg/dl. Supply changes were performed resolving the past occlusions. A system check was performed using the current supplies which had been in use for 4 days and the occlusion was found to be within the cartridge. Tandem technical support advised the customer to perform a supply change to address the current occlusion; however, the customer declined.